Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500 , batch no: 20043423. It was reported that tubing separated below the drip chamber. Administration set(s) available for investigation? How many? 2.00. Retained by customer . Current location of devices. Customer. Short description of event: one set of tubing pulled out of port just below knob that controls the drips, came out of package that way was not even used. Second tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. When did the event occur? (B)(6) 2020 before use during use. Who was involved/impacted? Clinician. Was there any patient involvement? No. Did the event involve a death? No. Did the event involve serious injury? No. Exposure to blood/bodily fluid/IV solution? No. Was medical/surgical/other intervention required? No. Additional bd intake notes/questions for customer: no patient was involved, the nurse opened the package on the one tubing and it came out of the package that way. The second tubing and it feel apart while nurse was priming.

Manufacturer narrative:
The customer reported ¿tubing separated below the drip chamber¿. Received from the customer one unused primary set model 2426-0500 lot 20043423 inside its opened original package. A note from the customer was attached to the package reading: ¿came out of package the way it is¿. A copy of the customer¿s ¿clinical advocacy incident report form¿ was received. Received with a photo from the customer showing the observed event. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set¿s tubing (p/n: tc10013433) was separated from the inlet port of the smartsite (p/n: 12274436) below and proximal to the pump segment. No other abnormalities were observed on the set. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. Functional testing was not performed on the set due to the separated tubing. A dimensional analysis was performed on the tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (below and proximal to the pump segment). The outside diameter of the tubing measured 0.164¿, within the specification of 0.164¿ +/- 0.003¿. The inside diameter of the tubing measured 0.116¿, within the specification of 0.118¿ +/- 0.003¿. Equipment used (visual inspection and measurement performed on (B)(6) 20) calipers, eq02784, calibration due date: (B)(6) 20. Pin gauges, eq08349, calibration due date: (B)(6) 21. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. Dino lite microscope, eq106199, ncr. The device history record for primary set model 2426-0500 lot 20043423 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: (B)(4). Batch no: 20043423 it was reported that tubing separated below the drip chamber. Administration set(s) available for investigation? How many? 2.00 retained by customer current location of devices customer short description of event one set of tubing pulled out of port just below knob that controls the drips, came out of package that way was not even used. Second tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. When did the event occur? (B)(6) 2020 before use during use who was involved/impacted? Clinician was there any patient involvement? No did the event involve a death? No did the event involve serious injury? No exposure to blood/bodily fluid/IV solution? No was medical/surgical/other intervention required? No additional bd intake notes/questions for customer: no patient was involved, the nurse opened the package on the one tubing and it came out of the package that way. The second tubing and it feel apart while nurse was priming.